Event description:
The ventricular lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported.

Event description:
The ventricular lead was returned to the manufacturer, analyzed and subsequently tested out of specification. No patient complications have been reported. Additional information was received reporting that the patient experienced syncope and diaphoresis, so presented to the clinic for device interrogation. The lead, although functioning, had a markedly diminished impedance with a lead fracture warning.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached depression; distal segment returned and analyzed.